Manufacturer narrative:
Updated the patient and device codes. FDA medwatch report mw5092458. Upon receipt, the ICD was subjected to an electrical analysis, revealing that the device could not be interrogated. The device history record was inspected, documenting that the device performed as expected during the device manufacturing. Therefore, the ICD was opened and the inner assembly was inspected. The visual inspection of the inner assembly showed no anomalies. The measurement of the battery voltage revealed a depleted battery. The electronic module was attached to an external power supply to test the functionality of the module. Thereby, the electrical parameters, particularly the current consumption of the electronic module were found to be normal and as expected. The ability of the electronic module to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. A fibrillation signal was applied and the device delivered a defibrillation shock as specified, documenting a normal and expected sensing and shock delivery. In particular, the specified energy level was reached. The battery was sent to the manufacturer for further analysis. The manufacturing records of the battery were inspected, documenting that the battery parameters were within specification during the battery manufacturing. No anomalies were documented during the production process, associated with this battery. The visual inspection of the battery did not reveal any external signs of damage. The voltage measurement confirmed the battery depletion and the microcalorimetry analysis revealed an elevated heat dissipation. At a next step, the battery was opened for destructive analysis. The inspection of the inner assembly identified a damaged insulator, which led to an increased internal self-depletion within the battery and therefore to the clinical observation. In conclusion, an increased internal self-depletion within the battery led to the clinical observation.

Manufacturer narrative:
Updated the patient and device codes.

Event description:
Patient came to ER experiencing sudden burning sensation at device site. ER physician reported warm to touch and patient having pain. Patient was not doing anything strenuous, was watching tv at the time of the issue. On 10/14, home monitoring reports show normal values and battery 3.06 v. On 10/15, home monitoring alerted battery eos, 10/16 representative was unable to interrogate device. Immediate changeout scheduled and device replaced.